Event description:
Seven years postoperatively, the pt experienced dyspnea at rest and asthenia. One week later, the valve was explanted and replaced with a 23 mm homograft (model, s/n unknown) utilizing a free-hand technique. At explant, the surgeon noted a laceration of the right and non-coronary cusps. The pt had a history of stenotic, aortic insufficiency, was in "good" condition in sinus rhythm, and latest echo performed 2003 showed a "good prosthesis functionality (with mild insufficiency)". Additional info has been requested.